Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited noisy signals, high capture thresholds and high pacing impedance measurements. Subsequently, this ra lead was surgically abandoned. Another ra lead was implanted to complete this procedure. No additional adverse patient effects were reported.